Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the lead had fractured. Patient denied any accidents, falls, or trauma but admitted to heavy lifting. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. X-rays showed that the lead had fractured. As a result, the patient's entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted.